Manufacturer narrative:
Note: (B)(6)2024 resubmitting report in production environment. Kindly see attachment.

Event description:
The customer reported to the technical service of the manufacturer that when they plugged the bed in their outlet it sparks, and smoke came out of the outlet , causing the facility breaker to trip. No adverse consequence were reported